Event description:
Upon an attempted retrieval of the spiderfx after atherectomy in the distal right sfa, it was discovered that the basket was too full for a complete capture of the filter into the retrieval end of the insertion catheter. The physician took great care in attempting to withdrawal the spiderfx out through a recently deployed stent but it got hung up in the distal end of the stent. Multiple attempts to "wiggle" and finesse the spiderfx out failed. Eventually, the spiderfx basket portion became loose and detached from the remainder of the wire approximately 1cm above the basket. It was decided the safest way to remove the spiderfx was via surgical cut down. The patient was transferred to the operating room where the spiderfx was successfully removed via cut down. At this time the patient is progressing well.